Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was plugged into a power source at 60% battery life. The battery gauge then dropped from 60% to 5% while the pump was plugged into a power source. After approximately one hour, the pump battery gauge displayed 30%. The customer disconnected the pump from the power source and the battery gauge jumped to 100% and remained at 100% for more than a day. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.